Manufacturer narrative:
This submission does not constitute a determination or admission that the device has malfunctioned or that the device was related to a death or injury. Device was discarded by user and is not available for evaluation.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter retrieval procedure using a snare retrieval kit. During the procedure, the mark ring at the head end of the filter became dislodged. It was further reported that the filter retrieve system was withdrawn as a whole. The procedure was completed using another device. There was no reported patient injury.